Event description:
It was reported that following an ercp (endoscopic retrograde cholangiopancreatography) procedure in (B)(6) 2023, the patient experienced a vre (vancomycin resistant enterococci) infection and later passed away. No additional information was available.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number (B)(4). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No new information received from the customer.